Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the heater head on an iw990 manual controlled infant warmer was cracked and have asked for the infant warmer to be repaired. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 manual controlled infant warmer was returned to fisher & paykel healthcare (fph) service center in (B)(4) where it was inspected and repaired by a trained fph service engineer. Our investigation is accordingly based on the photographs and service report provided by our service centre. Results: visual inspection revealed cracks near the dome of the upper head case and plastic flaking was noted on the lower head case. Conclusion: the damage observed on the returned heater head case was most likely caused by accidental impact. The warmer head of the iw990 manual controlled infant warmer can be swiveled 130 degrees left to right from the centre position. The warmer head is susceptible to impact damage particularly if the head is swiveled. The complaint iw990 manual controlled infant warmer was repaired and fitted with a replacement head case kit and returned to the customer after passing the necessary safety and performance tests.